Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The helix could not be extended normally, and the pacing impedance was greater than 3000 ohms. After eliminating a lead to device connection issue, the helix was rotated thirty turns outside the body and the helix extended and was visible. A replacement lead was utilized and implanted without further incident. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The helix could not be extended normally, and the pacing impedance was greater than 3000 ohms. After eliminating a lead to device connection issue, the helix was rotated thirty turns outside the body and the helix extended and was visible. A replacement lead was utilized and implanted without further incident. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported high out of range pacing impedance measurements, however, confirmed the reported helix extension difficulty due to dried blood/tissue around the helix.